Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p3rj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported they called the patient and left a message to have them call back. The rep. Got a phone call from who she assumed was a family member on (B)(6). The rep. Was informed by the family member that the patient died on (B)(6) 2015, and had 400cc left in their bladder so obviously the device didn't work and hung up. The cause of death was unknown. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.

Event description:
Additional information received from the pa (physician's assistant) at the doctor's office noted that the doctor's office was only informed of the patient's death by the patient's mother. Mother called to ask if interstim devices should be removed before patient was cremated. The doctor said yes to that. The doctor last saw the patient in (B)(6) 2014 and at that appointment the patient was doing well. The patient was to come in again in (B)(6) 2015 but the patient passed away before that appointment. The doctor's office did not have confirmed date of death. The pa stated that from what the family told their office, the patient's death was not related to interstim devices; it had to do something with her medications.